Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. The patient was reported to have recovered from the peritonitis event. Additional information is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.